Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our canadian affiliate, the patient died from a complication of crossing a severely stenotic aortic valve with a 26mm sapien 3 valve. As reported, there was no pre dilatation of the aortic valve performed. During crossing of the severely stenotic aortic valve difficulty was encountered once the nosecone of the delivery system was across the native valve. The valve got stuck at the non-coronary leaflet on calcium and the delivery system/valve would not advance across the aortic valve. The patient became hypotensive and was resuscitated. An attempt was made to re-cross the valve during resuscitation by changing the angle and rotating the catheter. The nose cone would repeatedly get stuck at the non-coronary leaflet and was unable to be advanced. The system was removed with plans for balloon dilatation before attempting again but during the process lv wire placement was lost. It was not possible to get the wire back in the lv during resuscitation and subsequently the patient expired. Per post procedure discussion, pre-dilatation more than likely may have prevented this issue. In addition, per report, the difficulty in crossing the aortic valve was related to focal leaflet calcium and the death was related to procedural factors.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, incomplete bav, or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Per the training manual, factors that can make it difficult to cross include ¿heavy calcification¿ and ¿inadequate bav¿. Per IFU and training manuals during valve alignment a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position thv past the distal valve alignment marker. This will prevent proper thv deployment. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct, move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Thv moves in only one direction relative to the balloon. Perform valve alignment in the straight section of the aorta. When experiencing difficulty crossing: make sure wire is correctly extended at apex, pull tension on the wire or reposition, add some distal flex or remove some partial flex, pull system back and re-advance. In this case, there was no indication a device malfunction contributed to this event. It appears that successful crossing with the delivery system was prevented by not first performing a pre bav in the heavily calcified native valve. Per report, the system was removed with plans for balloon dilatation before attempting again and lv wire placement was lost in the process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.